Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and a large ketone level identified as dangerous by healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, customer was using novolog insulin and used pump supplies for longer than 72 hours. Reportedly, healthcare professional attempted to deliver a bolus and did not observe insulin drips exiting the infusion set tubing. Once released, customer changed infusion set and cartridge and successfully resumed insulin delivery.